Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified vein. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during 4th inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another mustang balloon catheter. There were no patient complications reported.